Event description:
It was reported that the 9600 system has a broken cord for the screen. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When add'l info is provided, it will be reported as required.